Manufacturer narrative:
(B)(4). A flexiva 200 tractip laser fiber was received for analysis. Visual examination of the returned laser fiber revealed that the exposed glass fiber tip measured 3.5mm and appeared used. Examination under magnification revealed the pattern on the tip face is consistent with normal degradation. There were no signs of damage or other imperfections noted along the body of the laser fiber. The investigator was unable to view the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. No aiming beam was visible. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on december 21, 2015 that a flexiva 200 tractip laser fiber was used during a procedure to laser a ureteric stone on an unknown date. Reportedly, the laser unit used was a dornier medilas h20 console. According to the complainant, after 5 minutes of use during the procedure, the laser fiber degraded. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.